Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii (ft3) and elecsys ft3 iii ver. 2 (ft3 v2) on multiple roche analyzers. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch with a1. Patient identifier pt-71331 for information related to the ft3 assay. The sample was collected on (B)(6) 2022 and initially tested with ft3 v2 on the customer's cobas 8000 e 801 module on (B)(6) 2022. The sample was treated with a 25 % polyethylene glycol (peg) solution and repeated on the customer's e 801 analyzer. The sample was repeated using the wako accuraseed ft3 method. The sample was provided for investigation, where it was tested with the ft3 and ft3 v2 assays on a second e801 analyzer on 24-jun-2022. During investigations, the sample was also tested with the ft3 and ft3 v2 assays on a cobas e 411 immunoassay analyzer. The sample was also repeated using the abbott architect ft3 and ft4 methods on 04-jul-2022. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 v2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot number 575688, with an expiration date of 31-jan-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot 567499, with an expiration date of 30-nov-2022 was used on this analyzer.

Manufacturer narrative:
The patient sample was provided for investigation. The high ft3 value generated at the customer site could not be reproduced. No interfering factor was detected in the sample. The differences of the ft3 values generated with the different analyzers are caused by differences of the setups of the assays, the antibodies used, and differences in the standardization materials and procedures used.